Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists stroke, right heart failure, and death as adverse events that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. A direct correlation between the reported events (ischemic stroke, right ventricular assist device placement, pulmonary edema) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the patient's implant procedure the right atrium and pulmonary artery were cannulated with grafts for centrimag and a right ventricular assist device (rvad). The patient was in pulmonary edema and the oxygenator spliced in. Following left ventricular assist device (lvad) implant, the patient had been off sedation for several days but was not waking up. A computed tomography (CT) scan was taken of the patient's head which showed bilateral middle cerebral artery infracts as well as a left cerebral artery infract. An ischemic event was deemed the most likely cause due to low perfusion. Radiology believed the ischemic event may have occurred either intra-op or coming out. The patient's family made the decision to withdraw care on (B)(6) 2021. The patient expired shortly after care was withdrawn. The site stated that the patient's death was not considered to be device related. The device would not be returned for evaluation.